Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / lower abdomen pain"), back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine disorder ("my uterus was nicked during the procedure") and complication of device removal ("my uterus was nicked during the procedure"). The patient was treated with surgery (to remove the essure - surgical removal of coil(s)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, uterine disorder and complication of device removal outcome was unknown and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, back pain, complication of device removal, dysmenorrhoea, menorrhagia, pelvic pain, uterine disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had surgery to remove the essure implant a few weeks after implant. Tubal ligation done. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Added new reporters. Added patient's date of birth and height. Added essure's indication and updated essure therapy dates. Added onset date for pelvic pain, abdominal pain lower. Added events vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, device monitoring procedure not performed, complication of device removal, uterine disorder. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine perforation ("uterine perforation with endocell.") In a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included postpartum state, allergy, appendectomy, limb operation, coronary stent placement, cholecystectomy and jaw fracture. Previously administered products included for an unreported indication: vancomycin, epinephrine, norco, vicodin and demerol. Past adverse reactions to the above products included drug hypersensitivity with demerol, epinephrine, norco, vancomycin and vicodin. Concurrent conditions included nabothian cyst (nabothian cysts noted in the cervix) and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / lower abdomen pain"), back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)/severe cramping"). On an unknown date, the patient experienced uterine disorder ("my uterus was nicked during the procedure"), complication of device removal ("my uterus was nicked during the procedure") and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (motrin), paracetamol (tylenol), surgery (to remove the essure - surgical removal of coil(s)) and surgery (hysteroscopic removal, right essure coil, laparoscopic essure coil removal left (as reported) laparo). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, uterine disorder, complication of device removal and uterine perforation outcome was unknown and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, back pain, complication of device removal, dysmenorrhoea, menorrhagia, pelvic pain, uterine disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had surgery to remove the essure implant a few weeks after implant. Tubal ligation done. There were 3 coils which were seen at the end of the tubal opening diagnostic results: real-time ultrasound examination of the pelvis:the uterus measures 9.5 x 4.5 x 7.2 cm. Endometrial lining measures 5 mm. No obvious focal lesions noted. Nabothian cysts noted in the cervix. The essure coils are noted on both fallopian tubes. No free fluid noted in the cul-de-sac. No evidence of hydrosalpinx the right ovary measures 4.2 x 1.8 x 2.2 cm, and the left ovary 3.5 x 1.9 x 2.1 cm with no focal lesions. Bilateral essure coils noted in place. No obvious abnormality is noted concerning injuries reported in this case the following one/ones were described in patient medical records uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received:uterine perforation with endocell were added. Relevant lab data, concomitant drug, historical drugs, concomitant condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: she had surgery to remove the essure implant a few weeks after implant. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.